Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hiv combi pt on a cobas e411 rack. The sample initially resulted in an hiv combi pt value of 2.78 coi (reactive). The customer checked quality controls and one level of control was outside of range. The customer repeated calibration and ran controls again. The sample was sent to another site for testing with an unknown cmia method, resulting in a non-reactive hiv result.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration data was acceptable. One level of control was outside of range. All initially reactive / borderline samples should be re-determined in duplicate with the elecsys hiv combi pt assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Per the assay specificity documented in product labeling, false reactive results may occur. The specificity of elecsys hiv combi pt is less than 100%. The elecsys hiv combi pt assay performs within specification. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.